Manufacturer narrative:
Device 1 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the mass was disintegrating, exposing a thin, clear plastic film. He changed every 4 days. The product was used and no harm was reported. No photo is available at this time.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Lot 0d04898 was manufactured on 5/13/2020 in the convex 1 pc manufacturing line, with a total of (B)(4) market units. On (B)(6) 2021, compliance engineer ID (B )(6) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1004089, icc code 650831 and manufacturing order 1519748. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-076. The process requirements results were documented in the manufacturing records mr21-076. In addition, the batch record of bulk lot 0d03915, manufactured in the elc6 manufacturing line, was reviewed and no issues were found; the lot ran according to sap material 1002590, all the testing results were found satisfactory. The process was run according to process instruction pi22-057, documented in mr22-057. Batch record review supports that no issues regarding the failure mode reported were identified. On (B)(6) 2021 a complaint search for lot 0d04898 and malfunction code ost-pmc1.16 / ost-pmc01.16 inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer) was carried out and as a result, no additional complaints were found; therefore, no trend is observed. As per complaint manufacturing investigation procedure wi-0359, version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed (either by photo, video or sample provided by the customer, or as a result of the batch record review) and no potential trend is identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.